Manufacturer narrative:
Customer reported visible smoke coming from a pyxis anesthesia 4000 system. Patient or user involvement was not reported. Patient or user harm was not reported. The event is documented in complaint number (B)(4). A field service technician evaluated the device. During his inspection, the field service technician determined a liquid spill from a third party return bin caused the station to produce smoke. The field service technician replaced the power supply. The device was tested and verified that there were no further issues.

Event description:
Customer reported visible smoke coming from a pyxis anesthesia 4000 system. Patient or user involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2020 to (B)(6)2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power supply led to the issue. A liquid spill was also observed around the station and a cactus container, and a large blue circular magnet were attached to the affected compartment. A field service engineer replaced the power supply to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis anesthesia system 4000 emitted a popping sound, followed by beeping, and then a burning smell accompanied by smoke after which the device did not function. There were no adverse events or injuries reported based on this incident.